Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump battery was depleting quickly which resulted in the pump shutting down. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a correction bolus of insulin to address high bg. The customer declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.